Manufacturer narrative:
The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was found separated from the female luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during the assembly process. A device history review of the reported lot and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Event description:
It was reported that the involved transpac IV monitoring kit experienced a disconnection of tubing. It was also reported that the event was noted after 1-2 min of priming with normal saline solution. There was a reported leakage of normal saline at the connection part with no drug exposure to the patient or staff. There was no hole, cut or tear observed. The tubing was reported to have been replaced and therapy resumed without issue. There was no patient involvement and no patient harm as a result of the event. No additional information is available at this time.